Event description:
Pt prepped for cardiac cath. Md at bedside for procedure. Lead shield and arm cracked from ceiling mount and fell on floor. Shield did not hit anyone or anything but the floor. Pt needed to be reprepped and redraped for procedure.